Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient, alleging the animas insulin pump has a power issue. Subsequently, the patient was hospitalized over the weekend for elevated blood glucose of 750 mg/dl. The patient was treated with IV insulin and fluid. At the time of the call to animas, the patient resumed insulin pump therapy. The intermittent power issue was not resolved with training. There was no alarm in the history prior to the power loss. There was no an unconfirmed occlusion, empty cartridge, auto off, or cs alarm occurred which led to the power loss. There was no product misuse. The subject pump was replaced and requested back for investigation. This complaint is being reported because, the patient required medical intervention for hyperglycemia while the patient had power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.